Manufacturer narrative:
Additional information received on december 7, 2023 indicated that date of removal changed to (B)(6) 2023. The suspect devices identity received as: product code: 3504501bc - lot number: 5713718 product code: 3504501bc - lot number: 5756191, without indicating the side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision with an unknown mentor silicone prosthesis experienced bilateral symptomatic ruptures and unexplained systematic symptoms post procedure, including autoimmune issues. The mammogram/ MRI/ ultrasound confirmed the ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
Per additional information received on november 20, 2023, indicates that the patient is scheduled for bilateral removal on (B)(6) 2023. Reason for device explant and/or reoperation: rupture, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 22, 2024. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in three (3) parts. Additionally, an area of shell abrasion was observed at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).